Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the air and water channels and the air/water cylinder, but it was not possible to identify the foreign matter. It is likely that proper reprocessing could not be performed and the foreign matter could not be removed due to a leak failure caused by wear of the scope cover packing. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, the air/water tube and air/water cylinder were found with a whitish foreign material inside. Furthermore, the following additional issues were identified during inspection: due to wear of the scope cover packaging, water tightness is lost, the switch box has a dent, the suction cylinder has no color, the grip is shaved, due to damage on the bending section cover or distal sheath, insulation resistance at the distal end does not meet the standard value, due to wear of the angle wire, the play of the up/down knob is out of the standard value, the light guide lens has corrosion, the connecting tube has a scratch, and due to clogging of the jet tube in the control unit, water cannot be supplied. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the air/water tube and air/water cylinder were found with a whitish foreign material inside. There was no procedural or patient involvement associated with this event.this MDR is being submitted to capture the reportable malfunction found during the device evaluation.